Event description:
The event occurred on an unspecified date and involved a single line transpac® it w/03 ml flush device and 60" pt tubing. During a recent clinical case, the device reportedly generated a false low blood pressure reading in a manner that was considered highly critical. There was no report of any harm to the involved patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact information: (B)(6).